Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and implantable pulse generator (ipg) both exhibited pacing failure. The ra lead and ipg were explanted and replaced. No patient complications have been reported as a result of this event.